Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a equipment disabled: system failure message, out-of-range voltage detected. No adverse patient impact was reported.